Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d, surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 pts received 330 electrodes implants. There were 59 complications in 53 of the 191 pts. Pt 10 of 12 experienced a minor wound related problem. Minor wound related problems did not require hardware removal. Problems included infections, hematomas, seromas, wound dehiscence, and erosions. See manufacturer report number: 2182207200901002.